Event description:
It was reported that the supply line split and started leaking, coincident with peritoneal dialysis therapy. The patient was not connected and wanted to start over with new supplies. The technical service representative assisted the patient in cycling the power and ending therapy with the current setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.